Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patients right atrial lead was capped and replaced on 31 oct 1993 for an unknown reason. Patient status was not reported.